Event description:
Philips received a complaint from the customer on the v60 ventilator indicating a device malfunction as the device failed the electrical safety test during preventive maintenance (pm). There was no patient involvement at the time the issue was discovered. No patient or user impact or harm was reported. The customer called technical support to request onsite support as the device failed the electrical safety test at the patient outlet port and proximal pressure port during pm. The customer reported there were no error codes or messages pertaining to the issue. No accessories, including third-party devices, were being used that may have contributed to the failure. The remote service engineer created an onsite work order for the customer to approve to schedule onsite service. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. The asp performed the electrical safety test and was able to duplicate the reported issue. The electrical safety test failed at the proximal pressure port and gas outlet port. The asp replaced the power cord and cleaned the contact points, after which the issue was resolved. The cause of the malfunction was due to a faulty power cord that needed to be replaced for repair. The device passed the electrical safety test and required performance verification tests per philips standard following the power cord replacement and was returned to service as no other malfunction was found.